Manufacturer narrative:
(B)(4). Baxter has received the sample for evaluation; however, the evaluation is not complete. A visual inspection and leak test determined that the defect was a leak at the port tube seal. The root cause has not yet been determined. Maintenance of machines is being implemented as a corrective action for this malfunction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any additional relevant information is available a supplemental report will be sent.

Manufacturer narrative:
(B)(4). Additional information: the cause of the reported condition was determined to be a manufacturing issue. A corrective and preventative action (CAPA) record was opened to investigate this issue.

Event description:
It was reported that an eva bag had a hole in the injection site. This was discovered prior to use. There was no patient involvement. Additional information was requested and is not available.